Event description:
It was reported to philips that frontal live images not displayed on control room monitors on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective 5v power unit crcb dvi and restored the operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).